Event description:
It was reported that the patient had received an impact on his head in the 1990s. The patient did kick-boxing at that time. Since then he no longer had access to sound and had been a non-user. Recently the patient had another injury. The patient was explanted from his ci. The date of explantation has not been communicated yet.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.